Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device froze during a software update and failed to restart after the user deleted and reinstalled the mobile app, and a separate device later ran to 0% battery, recharged, and would not pair to the mobile app with an ¿ilet is found in an unexpected mode¿ message, resulting in the device being unavailable for therapy and an out-of-box replacement. Symptoms included loss of insulin delivery due to device unavailability and bent infusion sets reported by the user. Outcomes included interruption of therapy without reported hypoglycemia, hyperglycemia, or hospitalization. Investigation included remote technical troubleshooting, guidance to force-quit and relaunch the app, bluetooth repair attempts, and coordination for device replacement and return. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.